Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a battery cap; the pump battery was not lasting, and the unspecified alarm. The customer was also experienced pump error's 35,37-39,41-43,79-80,82,130. The customer reported a blood glucose value of 60 mg/dl. The customer experienced hypoglycemia was treated with glucose/carb intake. The event involved product(s) mmt-1886. Troubleshooting was not performed for the low blood glucose. No further patient complications were reported. No product return is required for mmt-1886.

Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box. 2. Section h9 - added battery depletion recall number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b5 - updated the summary: 2. Section h6 - added medical device problem codes 1384, 1384, 1198, 1089, 1384, 1384, 2903, 4016 and 3026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported a battery cap, the pump battery was not lasting, and an unspecified alarm. The customer was also experienced the customer received pump error 35 (a broken force sensor was detected during seating or regular delivery.), pump error 37 (drive count/time values or changes incorrect for moving or coasting. Too slow or too fast customer received pump error 3 (the main arm cannot communicate with the motor arm), pump error 39 (motor current error detected.), pump error 41 (motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period.), pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor.), pump error 79 (the motor processor did not report the pumps stroke as finished in reasonable time. Data in alarm can identify if this was basal/bolus , fill tubing or fill cannula), pump error 80 (the motor processor did not report the coasting as finished in reasonable time. Data in alarm can identify if this was basal/bolus, fill tubing or fill cannula.), pump error 82 (the hrm task did not grant motor power in reasonable time.), pump error 130 (this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement.). The customer reported a blood glucose value of 60 mg/dl. The hypoglycemia was treated with glucose/carb intake. The event involved product(s) mmt-1886. Troubleshooting was partially performed. Confirm that the pump had not been exposed to a strong magnetic field. No further patient complications were reported. No product return is required for mmt-1886.